Event description:
Infection was present and no osseointegration was achieved after placement of pepgen p-15 putty bone grafting material. Further information was requested though is not available as of this report.